Event description:
A female underwent initial aaa repair in 2009. Proximal triggerwire was very difficult to be removed, after pulling extremely hard the proximal triggerwire came off. They did not have to resort to any trouble shooting techniques. The graft came down some from pulling so hard to get the triggerwire off. The physician was able to advance the device upward back into position before deploying the top cap. After the physician removed the wire, a z-shape crimp to the wire was noted. Lunderquist wires were used. It was believed that patient anatomy was not a contributing factor. No harm was done to the patient, the case was completed with no events, and everything sealed.

Manufacturer narrative:
This event is still under investigation.